Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular lead failed to extend the helix and exhibited helix damage. The lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of helix damage was not confirmed but helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the outer insulation twisted throughout entire lead body. The helix was found retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage but did not find any helix damage at the helix region. After cutting the lead, cleaning the distal portion of the lead, and by applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. The helix mechanism issue was isolated to the helix being clogged with dried blood and over-torqued of the inner coil.